Event description:
The graft was implanted, but when clamps were removed, blood started leaking thru graft body. The graft was explanted and another graft (experienced oozing for one hr) was used, along with glue, haemostatic agent and another graft to wrap the failed graft. Oozing stopped and abdomen was closed.

Manufacturer narrative:
Attention: no affected devices have been sold in the u.s. All affected device were sold in EU only. We were able verify and confirm the failure of some devices from the same lot. We also tested another approx 40 samples from this lot and found roughly (B)(4) failure. This corresponds with the 1 of 4 cross-linking batches made during the mfg of each lot. We have found that blood is leaking thru the graft wall if the graft is twisted using our internal blood test. As a result of this eval, we are recalling the affected lot and we will notify (B)(4) by friday ((B)(4) 2011). The most probable root cause of the graft failure is operator error during crosslinking. We used this info to examine the lots built subsequent to this lot and expanded our sampling to a larger sampling size - no failures were detected in a sampling of 20 from each of the subsequent lots produced. Additionally, before the complaints occurred we have implemented add'l measures to track each single graft in each cross-linking batch. We are testing a sampling of grafts from each cross-linking process/batch prior to release. This enables us to feel comfortable that it is isolated to just one lot. Please note that no pt death or incapacitating injuries happened.